Event description:
It was reported that this implantable pacemaker was explanted due to exhibiting high impedance measurements and high pacing thresholds on the right atrial channel. Another device was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker was explanted due to exhibiting high impedance measurements and high pacing thresholds on the right atrial channel. Another device was implanted instead. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported. Additional information was received detailing that the device was in safety mode.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b5: describe event or problem field, h6: device codes.

Event description:
It was reported that this implantable pacemaker was explanted due to exhibiting high impedance measurements and high pacing thresholds on the right atrial channel. Another device was implanted instead. This device was returned to boston scientific for evaluation. No further adverse patient effects were reported. Additional information was received detailing that the device was in safety mode.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b5: describe event or problem field. H6: device codes.